Manufacturer narrative:
Device record history was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of premature separation and dislodgement were not confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics.

Event description:
Related manufacturer reference number: 2017865-2023-72703. It was reported the patient presented for a leadless pacemaker (lp) implant. During attempted fixation, the delivery catheter had difficulty applying rotation to the lp. At fixation, when transitioning to tether mode, the lp prematurely separated from the delivery catheter and dislodged from the tissue. The lp was retrieved without issue. A new lp and delivery catheter were used for a successful implant. The patient was stable.